Event description:
It was reported that the right ventricular (rv) lead had high thresholds and intermittent capture due to lead dislodgement. The patient was very active at swimming but was feeling dizziness possibly due to a cold. A lead revision was scheduled and the rv lead was reprogrammed in the meantime. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).